Event description:
A falsely elevated ctni result of 1.19 ng/ml was obtained on a patient sample. Result was not reported to the physician. The same specimen was retested ctni result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered, the falsely elevated ctni result was not reported.